Event description:
It was reported that on removal of the sacral dressing, some particles of silicone remained on the patient's skin surrounding the wound. On removal of the 15x15cm dressing, again, some particles of silicone remained on the patient's skin surrounding the wound. The wounds were both cavities and there was risk the silicone could end up in the wounds. These occurred on different patients, on different wards and different sites within the trust. On opening a new dressing 7.5x7.5cm, parts of the silicone remained on the film cover. It is unknown how many patients are involved. No patient harm reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. The supplied photo has been reviewed establishing a relationship between the reported event. The root cause has been established as a raw material issue. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.